Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm integrated chemistry system. Quality control (qc) was in range on the day of the event. The customer replaced sensor twice and x tube, performed system clean, checked pump rate, cleaned salt or spills from the integrated multisensor technology (imt) pump, checked and primed consumables, performed 30 minutes of conditioning and checked sample probe was tight. With siemens remote assistance the customer checked pump rate, adjusted pressure foot, checked disc placement, ran dilution check, checked x3 flow, replaced and aligned sample probe and ran a system check, which passed. Next, the customer ran dilution check, found a dripping sample probe and obstruction in the sample assay tube from sample probe to clot check board, replaced sample assay tubing, primed sampler, and ran system check and dilution check, which passed. Later, the customer found partially occluded tubing on imt waste line, replaced tubing, calibrated imt, ran qc, which recovered acceptably. Siemens evaluated the event and determined that the obstruction in the sample assay tubing potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm integrated chemistry system. The initial result for sample identifier ie681174 was reported to the physician(s). The initial result for sample identifier ie680549 was not reported to the physician(s). The samples were repeated on the alternate dimension exl 200 integrated chemistry system. The repeat results recovered higher than the initial results. The repeat results from the alternate instrument were reported as the correct results to the physician(s). There is no known reports of patient intervention or adverse health consequences due to falsely depressed na results.